Event description:
The hcp reported that the pt had an infection and was experiencing redness, swelling and pain. The primary location of the infection was the device pocket. A culture of the device pocket was obtained and methicillin resistant staph aureus was isolated. The pt was diagnosed with meningitis. The device was explanted. The pt was given oral and intravenous antibiotics; the infection resolved. The pt has the risk factor of diabetes.